Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: a patient with a femoral trochanteric fracture was treated with a proximal femoral nail antirotation (pfna) nail and blade on (B)(6) 2013. The nail was placed and the blade was attached to the impactor for insertion. The assembly was passed over the guide wire and during insertion of the blade the impactor became disconnected from the blade. Possibly the bone caught the edge of the blade during insertion. The blade could not be locked and the procedure was concluded. As a consequence to the patient, the rotation of the head of femur can be out of control since the blade was unlocked. This report is 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.